Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump is not working. Customer is using manual injections. Customer has ketones. The most recent blood glucose reading is 571 mg/dl. Caller stated that the insulin pump is not delivering insulin. Nothing further reported.